Manufacturer narrative:
It is unknown which device caused this adverse event so all system components are being included on this report. Additional system components include: item #plc121200j/lot #21629875/UDI #(B)(4). Item #plc121400j/lot #21623439/UDI #(B)(4). Item #pll161207j/lot #16296050/UDI #(B)(4). (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: death.

Event description:
The following is reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis and gore® molding & occlusion balloon for abdominal aortic aneurysm. A trunk - ipsilateral leg endoprosthesis and two contralateral leg endoprosthesis were deployed successfully. Then, touch up ballooning was performed. An iliac extender endoprosthesis was deployed to extend the right limb to distal. Then, the second touch-up ballooning was performed in the proximal part. A type ii endoleak was observed, but the physician chose to monitor the endoleak. The patient tolerated the procedure. On the same day, after the procedure, the patient's condition took a sudden turn for the worse and the patient expired. The physician stated the following: the cause is unknown. There is a possibility that the dissection occurred due to the second touch-up ballooning. The fsa stated the following: since the proximal neck of the patient¿s aorta was strongly tortuous, there is a possibility that the tortuosity might effected. The touch-up ballooning did not seem to stick out from the stent graft and it did not seem high pressure.